Event description:
Patient reported "lap-band eroded through my stomach wall, requiring extensive surgery for removal.... There was a great deal of scar tissue, including adherences (adhesions) to my liver. After removal, my stomach ruptured, leading to prolonged hospitalization and infection." These events have not confirmed by a healthcare professional.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date and explant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination my determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Stomach perforation, infection, erosion and adhesions are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, diagnostic testing, patient data or further event details.